Event description:
On (B)(6) 2012 the reporter, the patient's husband, contacted animas to report the patient was having difficulty setting up the new pump, and at the time of the call to customer support was experiencing the symptom of confusion. A review of the pump history revealed the pump had delivered a programmed bolus of 21.45 units insulin just before the telephone call to customer support. The patient did not remember programming this bolus dose. The patient's blood glucose level was 157 mg/dl. No pump troubleshooting could be done, as the reporter disconnected the call and transported the patient to the emergency room. The technical support representative contacted the reporter several times to obtain information and to troubleshoot the pump, however was unable to reach him by telephone. The patient allegedly suffered a possible inadvertent infusion of insulin while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: during evaluation, a review of the pump history showed dates begin on (B)(6) 2013. The black box and history for the event on (B)(6) 2012 have been overwritten due to continued used of the pump. The pump was exercised for a 24 hour duration period; no unprogrammed boluses were delivered or recorded in the pump history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. The pump successfully passed a 29 hour flow accuracy test. The complaint was not able to be duplicated due to the pump information for the complaint date has been overwritten.